Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle following dry firing of the needle during preparation. Two other devices were also noted to have burrs (please reference 6000037-2000-00048 and 600037-2000-00050). A fourth device was used to successfully complete the procedure without patient complications. The patient's condition is good. The device has been retained by the user facility. Therefore, no failure analysis is available. Co is unable to determine the exact cause for this event at this time. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."